Event description:
Additional information received reported that the case was a dye study with a possible catheter revision. The physician stated that the patient looked like they had more spasticity the last time he saw him in clinic. The diagnostics and troubleshooting performed was a dye study was done and they discovered the catheter was disconnected. The cause was undetermined. The catheter portion that was disconnected pump side was replaced with a new portion and connected to existing spinal section.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the healthcare provider was in a catheter revision and the patient appeared to have a legacy catheter placed. It was suggested that based on the registration that the v wing anchor would work with the old legacy catheter. In the case today they found the catheter disconnected.  When they opened the spinal incision it appeared the catheter was no longer attached to the anchor. They were able to locate the old catheter in the intrathecal end and tech reviewed if they use the 8598a that would work, but 8780 would also work for full replacement.  No other questions could be asked due to the hcp being in the operating room.  No patient symptoms were reported.